Event description:
This 57 year old female with breast cancer underwent bilateral subcutaneous mastectomies with silicone gel breast implants in 1984. She now presents with breast deformities, hardening, and pain. Gross exam: the right breast implant weighs 234.5 gms and appears to have an inner, outer layer. The outer layer being very thin and grossly disrupted without extravasation of the contents. The left implant weighs 230.39 gms. The contents focally extravasate into minute fenestrations in both the inner and outer layers, releasing sticky stringy viscous gelatinous material. Both capsules show fibrosis and chronic inflammatory changes.